Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger. (B)(4).

Event description:
The consumer implanted for malignant pain reported poor coupling with recharging starting about two to three months prior to (B)(6) 2015. The patient used to get 6-8 bars but their recharger started to take longer and longer to fill the coupling boxes and they need to have the antenna in the precise exact area. It could take up to 15 to 20 minutes to find the right spot so they could start charging. The recharger did seem to be working and charging. Recharging best practices were reviewed and the patient was offered an antenna to see if that would resolve the issue. A few days later the consumer reported poor coupling with the new recharge antenna. Recharge best practices were reviewed again, an antenna locate feature was done and a 62 was obtained. The patient was able to charge and get 4 coupling boxes. The consumer indicated the stimulator was sitting in the pocket at a slight angel. Patient was to follow up with healthcare provider for additional help if needed.

Event description:
Additional information received from the consumer reported that they had lost weight and thus had difficulty finding the spot to place the paddle to recharge the battery. The patient stated that after they gained some weight back they no longer had a problem.